Event description:
It was reported the 3d visualization unit is not able to get 2d or 3d images. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h3, h4, h6 three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via remote troubleshooting. The customer informed tac of the event. The customer was instructed to select the input and had a scope image using the a2 button. The customer was not able to toggle the the f1 or the f2 button to get a three d image. But did restore a 2 d image. The customer said that he cycled power a couple of times without results. The customer verified that he was using the sdi input on the monitor. The customer was emailed the 3dv cabling diagram to check. On december 20th, 2024, the customer called back and advised 3d image is now present but not focused. Verified switching from 2d to 3d is possible but 3d image is not lining up. Verified monitor settings were correct, 3d off set was on and 3d signal format was set to auto2. Advised contact that tac would research further and advise. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.